Event description:
Per the clinic, the patient developed a lesion behind his ear restricting the use of the ear level sound processor. Treatment with oral antibiotics (dosage, type and duration not reported) was prescribed. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site. The patient was prescribed a 20 day course of augmentin 400-57mg/5cc, 4ml orally two times a day. This report is filed january 15, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.